Event description:
It was reported the gastrointestinal videoscope was cleaned with overused water filter and cleaning time exceeded during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no device problem was found. However, based on customer indication it was found that the water filter had exceeded the specified two months since the last replacement, and five months had elapsed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.